Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent cartridge alarms (cartridge alarm 1 - no pressure change when expected) occurred with multiple cartridges during pumping. There was no impact to blood glucose (bg) for the past events. At the time of report, bg was 100 mg/dl. A new cartridge was successfully loaded to address the event.